Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported a shocking sensation. Impedance measurements were taken and they were noted to be in range. A fall could have been related to this issue. In the end on (B)(6) 2015, the patient had a fall and fractured a rib. The patient was in pain, however, associated that pain with the rib issue. After the rib healed, the patient realized she was having stimulation sharp painful pain and had the implantable neurostimulator (ins) off since. There was a sudden painful stimulation in the back. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that when she would have stimulation on she would have an increase in rib pain so bad that she would have to turn stimulation off. The patient met with the manufacturer representative and they interrogated the leads and checked the impedances. The left side was fine but the right side caused the patient pain in the rib area. An x-ray was taken and looked normal. The patient stated she had a huge pain that would not go away and it was pressure on the left side of the ribs. The patient reported that the pressure went away on its own but she had not turned stimulation back on. The patient had an increase in back and leg pain because she was not able to use stimulation due to the increased pain in the rib area.